Event description:
Spontaneous call from rn and rph from hospital. Patient¿s ms3 pump displaying system fault effort. Patient did not have back up pump with her. Unknown if error occurred while in use by the patient. Unknown if any adverse event occurred due to pump malfunction. Patient is already in intensive care unit. Nurse will start a drip. Patient has been in hospital since (B)(6) 2019 due to difficulty breathing. No other information known. Race, pregnancy, smoking and alcohol use, liver, kidney problems etc. Serial number and exp date of pump not known at time of call. Reported to (B)(6) by: health professional.